Event description:
The customer experienced hypoglycaemia after correcting his dose of insulin when having a high reading on his ibgstar meter. He went on to eat his breakfast as usual, but states that afterwards he started to develop symptoms of hypoglycaemia, subsequent readings on ibgstar were as follows: 9:17am = result of 8.6mmol.l; 9:56am = 5.4mmol/l. He states that immediately after this he attended a test on his other meter (optium exceed) and the result was 4mmol/l. Based on symptoms and a reading from his other meter, the customer took some additional carbs at 10am to bring his blood glucose level up.

Manufacturer narrative:
Meter was not returned for evaluation.